Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On (B)(6) 2022, a distributor of infutronix reported a complaint on behalf of an end user: the patient confirmed that the leaking was coming from "the tubing connection going into the pump" and "the tubing seemed to have become disconnected from there." The event occurred during an infusion. Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.